Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: ref MFR report number 1627487-2014-23337. The pt reported she is experiencing pain at the ipg site. The pt stated her ipg is located at her waistline and wearing pants is painful. The paint is present with stimulation turned on or off. The pt also reported overstimulation at the lead site and pain in her side and ribcage. The pt may undergo surgical intervention at a future date to address the reported issues.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-23337.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.